Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the middle cerebral artery stenosis procedure, the physician placed a guide catheter to the left internal carotid artery (ica) c2 and used the guidewire to deliver the distal access catheter to the tail of the ica. The physician used guidewire to deliver the balloon catheter to the target lesion. After dilation, there was some residual at the target lesion. So, the physician prepared to deliver the subject stent to the lesion. The subject stent was unable to advance within the microcatheter. After several attempts, the introducer sheath jumped out and the subject stent moved from its preloaded condition and deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent was found to be deployed. The stent delivery wire (sdw) was found to be intact. The stent introducer sheath was not returned. The stent was found to be intact. During functional inspection, the stent difficult/unable to advance or pullback through catheter functional test could not be performed as the returned stent was found to be deployed. Stent deployed prematurely during use functional test was confirmed during visual inspection. Stent migration inside microcatheter functional test could not be performed as the event is patient/procedure related. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information states that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. The device was returned, and it was confirmed that the stent had been prematurely deployed. It is probable that the device experienced difficulty to advance through the microcatheter as a result of the anatomy, causing the subsequent stent migration within the microcatheter and premature deployment. An assignable cause of procedural factors will be assigned to the as reported ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent deployed prematurely during use¿ and ¿stent migration inside microcatheter¿ and to the as analyzed ¿stent deployed prematurely during use¿, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the middle cerebral artery stenosis procedure, the physician placed a guide catheter to the left internal carotid artery (ica) c2 and used the guidewire to deliver the distal access catheter to the tail of the ica. The physician used guidewire to deliver the balloon catheter to the target lesion. After dilation, there was some residual at the target lesion. So, the physician prepared to deliver the subject stent to the lesion. The subject stent was unable to advance within the microcatheter. After several attempts, the introducer sheath jumped out and the subject stent moved from its preloaded condition and deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.